Manufacturer narrative:
This report is submitted on july 9, 2020.

Event description:
Per the clinic, the patient experienced discharge at the incision site. The discharge was removed and the patient was subsequently hospitalised on (B)(6) 2020 for a duration of 3 days and treated with intravenous and oral antibiotics. The implanted device remains.